Event description:
It was reported that the patient presented to the emergency room in complete heart block and arrhythmia. The implantable pulse generator (ipg) was at elective replacement indicator (eri) and was not pacing, and could not be interrogated. The device was explanted and replaced. It was further reported that the right ventricular (rv) lead exhibited low pacing impedances, both intraoperatively and when connected to the analyzer. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4003m58 implantable pacing lead, (B)(6) 1991. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.